Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient does not have stimulation and is unable to communicate with his ipg using the programmer or the charger. It is unknown when the patient last charged his ipg or felt stimulation. Surgical intervention may be pending to address the issue.